Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen with the red flashing light. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer went swimming with the insulin pump for exercise prior to blank display incident. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.